Event description:
A patient was being transferred from admitting and holding. When the stretcher was rolled across the elevator, the pca pump fell off the IV pole and struck the patient on the lower right leg just above the foot. The pt sustained a bruise. X-rays showed no fracture.